Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine drug (10 mg/ml at 4.174 mg) via an implantable pump. It was reported that the patient experienced what was thought to have been a possible pocket fill in the office on (B)(6) 2024. She was sent to the emergency room (ER) and was released after a few days. Last saturday, she was unresponsive so was sent to the ER. The patient was treated for overdose was planning on having the pump refilled at a later date with the managing physician. Uncertain about any factors contributing to the overdose; however, the nurse practitioner noted that the patient experienced several falls. The managing physician asked a company representative (rep) to place pump under minimum rate yesterday evening. The issue was resolved. The physician has no further information for medtronic. The patient was alive with injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the patient was discharged from the hospital then went to the practice on (B)(6) 2025 for a pump refill. It was reported that the patient was doing well since the refill. The physician changed the medication from morphine to hydromorphone with naropin.